Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34c15); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced no therapy effect. A high impedance was noted on electrode 0. The patient experienced a sensory response only with very high amplitudes (4-6 ma) and only in the area of the implanted ipg. The cause was not known; no falls, no external force. To troubleshoot the issues, the active electrodes were changed so the defective electrode 0 was no longer in use. However, no electrode led to adequate sensory response. An x-ray was performed and it revealed a dislocated lead. Only a lateral view was available, but this was enough to tell that the lead was no longer located inside the foramen. To resolve the issue, a lead replacement would be planned after insurance approval. The issue was not yet resolved.